Event description:
It was reported that during reprocessing of the cystonephrovideoscope the distal tip of the scope degloved. There were no reports of patient involvement. Distal tip of scope degloved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.